Event description:
It was reported after a sigmoid colon resection, the pt experienced some difficulties post-op and was brought back to surgery on 10/17/97. The surgeon suspected anastomosis was leaking. Once the surgeon reopened the pt, he stated it would be impossible to determine what caused the leakage. During the reoperation the surgeon used the tx60b, fired and reported the staples were malformed for all four firings. The rep reports he is also returning 3 reloads (xr60b). It is unknown how the case was completed. 10/29/97-the surgeon had performed a sigmoid resection with a functional end to end anastomosis for a neoplastic problem. In the post operative period, the pt developed an anastomotic leak. He was unable to state where the leak occurred. At the time he resected the anastomosis, a tx60 instrument was used to close the rectum to convert this into a hartman and the instrument failed to deliver a staple line. The pt was septic post operatively, which required intensive care therapy and ventilatory support. The pt is presently improving and has been released from the intensive care unit. The specimen from the original surgery maybe available for co's exam and the surgeon will check into this. The instrument from the second procedure has been returned to co for co's eval.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, k46v5a; cartridge condition, good; cartridge positioned properly, yes; closure trigger position, closed; driver condition, good; firing trigger position, closed; handle shroud condition, hook/anvil condition, retaining pin arm condition, and retaining pin condition, good; proper cartridge, yes and staples present, no. Functional tests & results: cartridge lockout functional, cartridge rear cap present, closure stroke functional, firing trigger lockout functional, instrument cycled, proper cartridge guide, staples fire properly, staples form properly, staples heights conforming, yes; release button condition, good; test cartridge batch number k47h1y and trigger release condition, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. There were no malformed staples noted. The staple heights were measured and were found to be conforming with the respect to mfg requirements. Further clinical follow-up revealed that the instrument failed to deliver a staple line. The batch history records for the instrument and all of the reload cartridge were investigated. There were no anomalies noted for missing staples. It should be noted that the cartridges are 100% visually inspected for staple presence through an automated vision system prior to shipment. The reported incident of malformed staples could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.